Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level ranging from 450-451 mg/dl and a small ketone level identified as life threatening by a healthcare provider. A bolus was delivered prior to the ER visit in attempt to resolve the reported issue. The customer was treated with intravenous insulin and saline while in the ER. At the time of the report to tandem technical support, the customer was still in the ER; however, customer indicated the issue was resolved and no permanent damage was sustained. The cause for the reported issue was unknown. Reportedly, the cartridge was in use for over 48 hours. Customer continued to use the pump for insulin therapy.